Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study it was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 31mm watchman flx device with deployed device diameter of 24.4 mm. The patient was discharged on apixaban (10 mg/day), clopidogrel (75 mg/day) and aspirin (81 mg/day) on (B)(6) 2023. On (B)(6) 2025, 1220 days post index procedure, the patient died, and the cause of death was unknown. The autopsy performed is unknown. At the time of death, the patient was on aspirin (81mg/day) and rivaroxaban (20 mg/day). There was no action taken and diagnostics performed in response to the event. It was further reported that the patient date of implant and date of discharged was on (B)(6) 2022.

Event description:
Reported via clinical study. It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of 31mm watchman flx device with deployed device diameter of 24.4 mm. The patient was discharged on apixaban (10 mg/day), clopidogrel (75 mg/day) and aspirin (81 mg/day) on (B)(6) 2023. On (B)(6) 2025, 1220 days post index procedure, the patient died, and the cause of death was unknown. The autopsy performed is unknown. At the time of death, the patient was on aspirin (81mg/day) and rivaroxaban (20 mg/day). There was no action taken and diagnostics performed in response to the event.